Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited high impedance. No intervention was performed. The patient will continue to be monitored.

Event description:
New information states that the high impedance was noted via remote transmission. The patient was asymptomatic.